Event description:
Dr. Used durasis to repair a dural defect after neurosurgery on the posterior fossa of the brain for another male patient. Weeks later, the patient developed clinical signs and symptoms of meningitis. Laboratory examination of spinal fluid cultures were negative for bacterial growth. In spite of medical treatment and fluids, the patient was doing poorly. Although dr. Was not at all sure the surgisis was the etiology of the patient's postoperative rough course, he felt obligated to intervene and remove the mesh. In 2008, he removed the durasis. As of 2008, the patient is recovering well.

Manufacturer narrative:
2008 day and month unk. Date unk. Device could not be evaluated since it was not returned. Inflammation is a common known potential complication which is noted in product instructions for use. No further info is available. Chiari decompression is normally done on infants born with a birth defect where the brain and spinal cord are exposed at the base of the skull. "Aseptic meningitis is not a complication of surgery per se by may occur after an uneventful decompression." Mazzzola ca, fired ah: revision surgery for chiari malformation decompression. Neurosurg focus 15 (3): article 3, 2003.